Event description:
According to the available information, the device was removed and replaced due to a loss of fluid [leak] from fractured tubing.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specifications prior to release. No trends were noted for complaints and there were no non-conforming reports or CAPA's that were confirmed in veeva to be associated.

Manufacturer narrative:
Itan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. A separation, surrounded by abrasion, was noted on the longer exhaust tube of the pump at the strain relief junction. This was a site of leakage. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on both exhaust tubes and inlet tube of the pump matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo enough to cause a separation. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the device was removed and replaced due to a loss of fluid [leak] from fractured tubing.